Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that hearing with the device has gotten worse. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information from the field damage to the active electrode due to excessive mechanical stress appears very likely. Reportedly re-implantation was carried out, but the device has not been received yet.

Event description:
It was reported that hearing with the device has become worse. The recipient was reluctant to wear the device since the beginning and seemed almost at some point to accept it; however reactions were still not consistent. The according to the parents the child's reaction to sound became worse. An incident of accident or trauma cannot be excluded. There have been no changes in health or medication. The recipient was re-implanted. The explanted device has been requested but not yet received for investigation.

Event description:
It was reported that hearing with the device has become worse. An incident of accident or trauma cannot be excluded. There have been no changes in health or medication.the recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.